Event description:
It was reported to philips healthcare that the device was not recognizing the pads cable or paddle set. The device failed opcheck with and without a pads cable connected. The charge button did not allow the device to charge and there was a shock delivered voice message. There was no patient involvement.

Manufacturer narrative:
(B)(4).